Manufacturer narrative:
Lot #: updated to unknown as the lot # initially provided by the customer is incorrect. Despite multiple attempts to obtain the lot number, it was unable to be obtained. A review of the device history record could not be performed because the lot number was not available. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that during the coil embolization the guidewrire broke within the balloon catheter when trying to cross the neck of the second aneurysm. No adverse clinical concesquences to the patient was preorted.

Manufacturer narrative:
Device is not available.

Event description:
It was reported that during the coil embolization the guidewrire broke within the balloon catheter when trying to cross the neck of the second aneurysm. No adverse clinical consequences to the patient was reported.